Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure using an xi system, a clinical sales representative (csr) reported, offsite, that the universal surgical manipulator (usm4) was shaking. Csr stated that the customer elected to use usm1, usm2, and usm3 instead. The technical support engineer (tse) requested additional details, but none were available at the time of the report. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not duplicate the reported issue and replaced universal surgical manipulator (usm4) due to shaking even after a system restart. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported problem was not confirmed or replicated. System logs found no data to indicate that the fault had occurred in the field, and no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.